Event description:
It was reported that during a follow-up visit the atrial lead showed high impedance and there was a possible lead fracture. It was also reported there was that there was oversensing and noise. It was noted that the patient experienced palpitations. The atrial lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52, lead, (B)(6) 2005. (B)(4).